Event description:
Pt said yesterday her pump stopped working. It was no longer programmed and asking for a passcode. She switched to her back up pump, no harm dose, no missed doses. Sending new pump to arrive tomorrow and will send back this pump. Does not know serial number. She is not at home and will call back. Dose or amount: 89.1nkg, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.